Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the lock lever cap detachment. It was reported that this was a mitraclip procedure, performed to treat grade 4 mixed mitral regurgitation (mr). The first clip was implanted successfully. To further reduce mr, a second clip was advanced to the mitral valve; however, when pulling on the lock lever, the lock lever cap along with the stem that the lock lever cap is attached to broke off, resulting in no air seal. The clip was not implanted and the device was removed without issue. A total of two clips were implanted, reducing mr to 2. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned and evaluated. The reported issue was confirmed and a potential product quality issue was identified. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.